Event description:
Related manufacturer reference number: 2017865-2023-37652. New information received noted that the patient's pacemaker and right atrial (ra) lead exhibited noise oversensing. No programming changes made and the patient continued to be monitored. Patient was stable throughout.